Event description:
It was reported that during follow-up, the right atrial lead exhibited noise with multiple episodes of automode switch. The patient was asymptomatic. The device was reprogrammed and the patient would be monitored.

Event description:
New information noted that during routine follow-up two episodes of stored auto mode switch were noted. No intervention was performed; the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.